Manufacturer narrative:
(B)(4). Batch # r92w5m. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. In addition, the device was received with the tissue pad damaged, melted and 100% present. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and to display an alert screen is blade damage. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a hartman reversal procedure, an error message came up to replace the instrument. Device was unplugged and retested twice with the same ending error message of replace instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.